Manufacturer narrative:
Concomitant medical products: terqn#1900044465. The hospital risk management department indicates that the device will not be released at this time. On (B)(4) 2016 teleflex r & d participated in a phone conversation with (B)(6) to discuss the circumstances surrounding the complaint. Information communicated from phone conversation: 1a metaneb on the wet side of the column was used and may have been the cause and not the teleflex column. (B)(6) is also looking into the ballard in-line suction catheter that was in line for the patient at all times, as well. (B)(6) has both circuits/columns that were in operation during the occurrence, but will hold on to them until the end of their investigation. Evaluation: a visual, functional or dimensional inspection could not be conducted since the device was not returned for evaluation. The lot number provided for this complaint (74a16) does not correspond to the product reported by the customer. The lot number is not a valid lot number at (B)(4) facility. Other remarks: no corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the water bottle (381-50) appears to be "sucked in" and the inspiratory limb of the circuit was filling with water. The circuit was removed and a new circuit was obtained for patient use. No patient injury reported.